Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, home initiating therapy before connecting to the hc is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in set/line) during use of the homechoice machine. The patient had started initial drain prior to connecting to the patient line and then connected to the line. The technical services representative assisted the caregiver in clearing the alarm and advised the cg to start over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.